Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product sterility was compromised. An encore balloon catheter inflation device was selected for use. During preparation, it was noticed that the device had a crack on the outer tray rendering the device unsterile. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that product sterility was compromised. An encore balloon catheter inflation device was selected for use. During preparation, it was noticed that the device had a crack on the outer tray rendering the device unsterile. No patient complications were reported.